Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump does not alarm when there is a blockage. The blood glucose reading was 131 mg/dl. The customer reported that he had four cancer operations the previous week on his face. The customer needed assistance programming a new insulin pump and was assisted with programming. The customer also reported failed battery test alarms and battery out limit alarms but declined troubleshooting.